Manufacturer narrative:
Evaluation, results: inherent risk of procedure (dissection). (B)(4).

Event description:
During index procedure the physician used one admiral xtreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however it was reported that during treatment, a dissection occurred. Dissection was treated with pta. Patient was discharged two days later. It is reported that the event is resolved. Investigator reported that the event was definitely related to the study device and study procedure.